Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up, the estimated device longevity from a merlin programmer measured incorrectly compared to the actual longevity estimate. The device longevity is normal. The patient will be seen again in the clinic for a routine follow-up in six months. No further information is available.

Manufacturer narrative:
Correction - should have been reported as (B)(6) 2010.